Event description:
A peritoneal dialysis pt has reported that he observed leaking from the cassette due to a pinhole that he noticed. There is no report of pt injury. The sample is not available for eval.

Manufacturer narrative:
Device history record review: the DHR for this product and lot was reviewed and the following was found: this product did not have any ncr. No deviation was documented during the mfg process. All the applicable tests during the in process and final inspections were conducted in order to ensure product integrity and documented with acceptable results according to applicable procedures. No reworks/re-inspections were performed to this finish good lot #10jr08058. The sample was not rec'd, therefore, the complaint is deemed as unconfirmed. Fmc (B)(4) will continue monitoring this type of incident per current procedures.